Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks due to oversensing, while the device was programmed in the alternate vector. The number of inappropriate shocks was reported at 33. This device was deactivated while boston scientific's internal technical services (ts) assessed programming and functionality. Ts reviewed the device's internal data from four different time points, with the conclusion that the alternate vector, programmed within the last few weeks and while the inappropriate shocks were triggered, was actually suboptimal and likely contributed to this anomaly. Prior to reprogramming, the device had been programmed in primary vector, which ts confirmed remained a better programming option for this patient. Ts additionally confirmed impedance measurements were normal and in range. The final recommendation was to perform all isometric maneuvers and postural changes, even at high rates to confirm final vector programming. Also, x-ray pictures were recommended to ensure no system migration.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.